Event description:
It was reported that his lead adapter was explanted due to high pacing thresholds. No additional adverse patient effects were reported. This is a similar event MDR 2183787-2021-00034.